Event description:
It was reported that during a laparoscopic video nippen with esophageal lengthening procedure, on the first firing, the device would not fire and was stuck on tissue. Rep could not yet clarify what was meant by device would not fire, or how the device was removed from the tissue. A green reload was used. A like device was used, by a different surgeon, to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: just for clarification, the device was stuck on tissue. Did the jaws of the device eventually open? Yes. If the jaws did not open, how was the device removed from the tissue? N/a. The analysis found that one pce60a device was returned in good visual condition and with an ecr60g partially fired 1/16 reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: just for clarification, ¿the device was stuck on tissue.¿ did the jaws of the device eventually open? If the jaws did not open, how was the device removed from the tissue?